Event description:
It was reported that the patient was not satisfied with his inflatable penile prosthesis (ipp) size. A replacement surgery was performed and all components were removed and replaced with a larger size ipp. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.